Event description:
It was reported that 2 days post implant patient stated experiencing chest thumping and diaphragmatic stimulation due to pacing. Lead was repositioned. Patient continued to complain of discomfort. Chest x-ray showed perforation and lead was capped and replaced.